Manufacturer narrative:
The customer's sample was returned for investigation. No interfering factors for the ft4 reagent were detected in the sample. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii assay results for 1 patient sample on a cobas e 801 module, serial number (B)(4). This medwatch covers the alleged results for the ft4 assay. Please refer to medwatch MDR-(B)(4) for the alleged tsh assay results and MDR-(B)(4) for the alleged ft3 assay results. See highlighted section of attachment "(B)(4).pdf" for patient results. The results were reported to the patient's physician, who requested the sample test be repeated.